Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the groshong s/l titanium low profile port products that are cleared in the us. The pro code for the groshong s/l titanium low profile port products is identified in d2. Lot numbers were provided for both malfunctions and a lot history review was performed. The devices and photos for the two malfunctions have been returned to the manufacturer for evaluation. Both investigations had trending code 2889 (deformation due to compressive stress) added, and one had 2524 (failure to advance) added. One investigation is confirmed for defective component due to compressive stress, and the second identified a defective component. The root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0606150j implantable port allegedly experienced a defective component. This information was received from various sources. The two malfunctions both involved patients with no reported consequences. One patient was reported as female; all other patient details were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the groshong s/l titanium low profile port products that are cleared in the us. The pro code for the groshong s/l titanium low profile port products is identified in d2. Lot numbers were provided for both malfunctions and a lot history review was performed. The devices and photos for the two malfunctions have been returned to the manufacturer for evaluation. Both investigations had trending code 2889 (deformation due to compressive stress) added, and one had 2524 (failure to advance) added. One investigation is confirmed for defective component due to compressive stress, and the second investigation is inconclusive for the reported issue. The root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0606150j implantable port allegedly experienced a defective component. This information was received from various sources. The two malfunctions both involved patients with no reported consequences. One patient was reported as female; all other patient details were not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the groshong s/l titanium low profile port products that are cleared in the us. The pro code for the groshong s/l titanium low profile port products is identified. The devices and photos for the two malfunctions have been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0606150j implantable port allegedly experienced a defective component. This information was received from various sources. The two malfunctions both involved patients with no reported consequences. One patient was reported as female; all other patient details were not provided.